Manufacturer narrative:
H4: device manufacture date ¿ the lot was manufactured between september 11-13, 2023. The device was received for evaluation. A visual inspection was performed, and it was noted that there was fluid inside a bag that contained the unit. When the unit was removed from the bag, the cause of leak inside the bag was found to be untightened winged luer cap. Signs of surface roughness were not observed inside the cap when inspected under the microscope. Therefore, the cause of leak may be due to a use error by not securely tightening the winged luer cap. A functional leak test was performed and the winged luer cap was securely connected to the device, and no signs of leak were observed. Based on the analysis finding, the sample was determined to be conforming product because no evidence of leak was observed during the functional leak test. The reported condition was verified. The cause of the reported condition was a user error. The product label (IFU, instructions for use) indicates, ¿ensure that the winged luer cap is securely connected after filling and priming.¿ a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was returned for evaluation, and it was observed to be leaking. There was no patient involvement. No additional information is available.